Event description:
It was reported by the customer's father that the customer had a partial display on the insulin pump. Customer's father stated that the black spot has been on the pump for about a month and it keeps getting bigger. Customer was using an (B)(4) aaa alkaline battery. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and cracked and bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.